Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient¿s device hadn¿t been working properly and hadn¿t been adequate for the patient¿s pain. The patient reported that if they turn the stimulation up they will get a vibrating sensation throughout their whole body. The patient reported that the sensation started from their feet and went up, and it started after increasing the stimulation from 1.90v to 2.40v. The patient turned the stimulation back down low, but it didn¿t help the pain at all. The patient reported that the stimulation was intense and made their chest feel strange. The patient reported that the ins used to be horizonal in their back and is now vertical. The patient noted that the vibrating existed beforehand but worsened after the ins moved. The patient reported that they fell off the 2nd or 3rd stair and landed on their back and right hip. The patient was sore and noted that it was ¿quite a while¿ after the fall that the ins moved. The patient was redirected to follow up with their healthcare provider (hcp). No further complications are anticipated.